Event description:
It was reported that the patient presented to the emergency room after receiving high voltage therapy shocks. Upon interrogation, the device was found to be in backup vvi mode with no backup defibrillation therapy. The patient has been lost to follow-up and has not been checked in many years. No patient symptoms were reported. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported reset was confirmed in the laboratory and was due to a power on reset that occurred due to low battery voltage. The device was noted to be in eos for more than a year prior to explant. A longevity calculation was performed and was found to be within expected limits.